Event description:
Terumo medical corporation received the following information: it was reported that the tr band deflated. 20ml of air was injected into the tr band. Tr band was noted to be losing air right away, while patient was still in the room. The estimated blood loss was less than 250cc. Procedure performed prior to use of the tr band was left heart catheterization. Unsure where leak was coming from. No noticeable damage to the device. Device was not manipulated in any way. Products are stored in drawers in the lab. Hemostasis was achieved with a tr band of a different lot. Patient remained in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy.a2: age & date of birth: requested, not provided due to hospital policy.a3a: sex: requested, not provided due to hospital policy.a4: weight: requested, not provided due to hospital policy.a5: ethnicity: not provided due to hospital policy.a6: race: not provided due to hospital policy.d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager.the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.